Manufacturer narrative:
(B)(4) it was reported that patient experienced the peritonitis on an unreported date ¿before spring festival ((B)(6) 2016)¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was reported as "due to a bacterial infection" with no further detail provided. It was reported that the patient was hospitalized for an unknown indication, however it was not specified if the patient was hospitalized for the peritonitis event. The patient was treated for the peritonitis with an unspecified drug, intraperitoneally (dose and frequency not reported). At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.